Event description:
It was reported that the patient presented for a generator change procedure for an elective replacement indicator. During the procedure, it was found that the pacemaker exhibited an intermittent capture and had unspecified port issue. The pacemaker was not used. The physician continued with another pacemaker and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of intermittent capture problem was not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical tests indicated normal device functionality. Output verification and capture tests were performed with normal results. There were no device anomalies found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.